Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the tube pushed off the collection device causing blood leakage in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 2500 samples for investigation. 20 returned samples along with 20 retained samples were subjected to functional testing for tube push off. All samples tested (both returned and retained) did not fail; no tube push off was exhibited. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube, the tube pushed off the collection device causing blood leakage in an unspecified number of devices. No adverse impact was reported regarding the patient or user.